Event description:
The pt was implanted with a left ventricular assist device (lvad). The nurse reported that the pt had complaints of a cough and malaise. The pt had a gradual drop in flow. The pt then presented to the hospital with a little jaundice, elevated lactate dehydrogenase (ldh) and elevated plasma hemoglobin. An echocardiogram (echo) was performed by the hospital which indicated that the aortic valve was opening with every beat. The hospital had concern for pump thrombosis given the pt's symptoms of fatigue, dyspnea on exertion (doe), elevated ldh and free plasma hemoglobin. The pt had a pump exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.